Event description:
A report was received stating that the patient was explanted. He was getting shocked during his initial programming session. The patient reported the stimulation never covered his pain area. He then developed pain and fluid build-up at the pocket site. The physician determined that one of the leads had eroded through the skin. There was no infection, however the patient was prescribed antibiotics as a precaution.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.